Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that they were throwing up and had a seizure. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The insulin pump will be returned for analysis.